Manufacturer narrative:
The customer reported problem was confirmed. Tsc tech recommended that the customer replace the bottle-side pressure sensor due to the voltage is too high. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: tech. Called in for help on 8100 unit serial # (B)(4) has a error code 240-4150 error. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: error code 8 on 8100 unit has to do with the bottle-side pressure sensor needs to be replace the voltage is too high the sensor may be broken tech. Thank me for my assist . (B)(4).